Event description:
It was reported that the customer was hospitalized with dka. The customer's doctor believes there is a problem with the pump since her blood sugars were controlled while on insulin drip. Troubleshooting revealed the time was incorrect. Explained how this will effect the basal delivery. However, the review of the alarm history indicated the auto off alarm occurred in 2005 at 4:30am, but the settings does not show auto off.